Event description:
This device was reported to have its image go black just before going transseptal. Another device was able to be used without issue. Investigation of the returned device identified a fractured tip and a kink on the shaft. No patient injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2022 of a report from chippenham hospital on a viewflex xtra ice device where the image went black during a procedure right before going transseptal. Innovative health received the device for evaluation on (B)(6) 2022. Upon investigation, the distal tip of the device was found to be fractured. The tip did not fall off completely and was attached to the shaft. Furthermore, the a kink was noted on the shaft of the device. The fractured tip likely contributed to the black image noted in the initial report. No injury was reported.